Event description:
It was reported that the pump alarmed and was confirmed by telemetry. On "(B)(6) 2011 reset occurred - low battery - pump in safe state". Eri (elective replacement indicator) occurred on (B)(6) 2011. It was stated that the estimated eri showed less than one month even though it occurred on (B)(6) 2011. The drug infused per telemetry strips was morphine sulphate 10 mg/ml at 0.063 mg/day.

Manufacturer narrative:
(B)(4).